Event description:
It was reported that following a pump refill on (B)(6) 2012, the patient experienced increased numbness in his lower extremities, essentially from his waist down including his genitals, buttocks, legs and feet. The patient was hospitalized on (B)(6) for several days at which time he was given a blood thinner. The patient was discharged; however, was again hospitalized on (B)(6). At the time of the report, the patient had been in the hospital for a week and the numbness appeared to be getting worse. The reporter questioned a drug interaction between the pump medications, the blood thinner, prednisone and 4 liters of oxygen the patient received a day due to his emphysema. At the time of the report the patient was no longer taking the blood thinner. It was reported a week later that the patient was again in the hospital and was still experiencing numbness from the waist down. The patient's right leg was completely numb. The healthcare provider (hcp) suspected a neuroma around the catheter site. The hcp decreased the patient's dose by 20-25% at which time the patient's numbness got better but then returned. The hcp ordered an MRI. The reporter stated that beginning 3 months prior to the report, the patient began verbalizing that the refill process was causing him pain. The refill site was sore and tender a couple weeks after. The patient described that it felt like the hcp was missing the "bladder" of the pump and was dragging the needle around. The hcp "blew this off". At the next refill, the patient reiterated and the hcp "blew it off" again. The patient had a pressure sore from being sedentary. It was noted that the patient was given lidoderm patches prior to refills and there was no pain during the first 3 years of refills. The device system was used to deliver fentanyl, clonidine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).